Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated they were looking for a technician to adjust their remote for their pain stimulator in the columbus, oh area. Patient stated they met with a representative (rep) two weeks ago and the rep was very aggressive when they tried to set the pain settings. Patient said the rep set their stimulator 2 weeks ago so high that it burns up their battery in one day. Patient also said they had to recharge their implant every day, and it was outrageous. The agent reviewed role of patient services (pats), role of rep, and provided nas number. The agent reviewed with the patient that the implant battery was dependent on the therapy settings and usage. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from the patient that they replaced the battery, and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.